Event description:
It was reported that revision surgery was performed due to a soft tissue reaction and infection. The devices were implanted in 2007.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that revision surgery was performed.